Manufacturer narrative:
The device history record for lot 0203023426 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. No defect was found related with fast flow. Root cause could not be determined. All information reasonably known as of 22 jun 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 14 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 270 ml, flow rate: 1 ml/hr, procedure: unknown, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported that "the pump has run empty too quickly. The pump had already run out after two days. Filling volume was 270 ml all according to the instructions." No patient injury was reported. The pump was filled with 5fu [fluorouracil].